Manufacturer narrative:
D4, h4: the complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in during a polypectomy procedure performed on (B)(6) 2025. During the procedure, while attempting to close the wound, the mantis clip was adjusted several times upon closing to evaluate how much tissue was held. However, the mantis clip would not come off. It was then retrieved and removed from the patient's body. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.